Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed. The patient condition was stable.

Event description:
New information notes that the implantable cardioverter defibrillators (ICD). The physician elected to explant and replace.

Manufacturer narrative:
Correction: b5 and h6 for explant being done due to normal elective replacement and no malfunction.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post paced t-wave oversensing on implantable cardioverter defibrillators (ICD). No changes or intervention was performed. The patient condition was stable.